Manufacturer narrative:
Evaluation summary: (B) (4) no anomalies found however the visual inspection revealed outer insulation breched/cut and infiltration of blood to the lead.

Event description:
It was reported the lead was attempted but not used due to high thresholds and a non-operational helix. No patient complications resulted from this event. Model d164awg text was previously reported on initial report.